Event description:
The hospital reported that they received the 28mm 30cm hemashield plat wdv with no outer packaging. This was noticed when the graft was received in the operating room prosthesis room. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).